Event description:
Healthcare professional (hcp) reported home patient (hp) felt full, as if he were overfilled, while using the homechoice cycler for apd therapy. Healthcare professional states that during therapy the hp drained out between 3000ml and 3500ml, which is between 500ml and 1000ml greater than his programmed fill volume of 2500ml. According to the healthcare professional, this had been occurring intermittently for 2 months and she was working with hp to resolve. Healthcare professional states she temporarily gave the hp a homechoice cycler from the dialysis facility to use for apd therapy and the hp experience no feelings of fullness using that device. Healthcare professional subsequently requested a replacement homechoice cycler for the hp. Healthcare professional states there was no pt injury or medical intervention.